Event description:
It was reported that during a total knee procedure, the blade broke. It was also reported that an x-ray was performed to locate the broken piece; this resulted in a delay of 10 to 15 minutes. It was further reported the procedure was completed successfully.

Manufacturer narrative:
Device discarded.